Event description:
It was reported that the device that was installed was ¿defective¿ and the patient was still in the hospital to recover. It was later reported that the implantable neurostimulator (ins) had to be replaced because ¿something went wrong.¿ it was later reported that the patient was initially implanted on 2013-(B)(6) and when the ins was turned on the patient got shocked and ¿it wasn¿t working¿ so a second implant was done on 2013-(B)(6). It was noted that the patient was never able to determine what the problem with the first implant was. Additional information has been requested but was not available as of the date of this report. See MFR. Report #3004209178-2013-10565 for additional information about the patient¿s replacement device.

Event description:
It was later reported that the patient had memory problems due to a medication the patient was taking. It was reported that the first medtronic device that was implanted gave the patient a shock so bad that the patient fell on the floor. The patient was unsure if the lead was revised with the replacement device.

Event description:
Follow up information reported that the patient still had concerns with their device therapy but had not sought further help. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension product ID 3708340, serial# (B)(4), implanted: 2013-(B)(6), product type extension product ID 3986a, lot# n346327, implanted: 2013-(B)(6), product type lead. (B)(4).